Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 20227514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cervicitis. Concurrent conditions included menometrorrhagia and blood loss anemia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rash ("skin break outs"), migraine ("migraine/headache"), paraesthesia ("finger tingling") and visual impairment ("poor vision"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and iron deficiency anaemia ("blood-loss anemia"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, rash, migraine, paraesthesia, dysmenorrhoea and visual impairment outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, iron deficiency anaemia, menorrhagia, migraine, paraesthesia, rash, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: essure insertion detail: 6 coils at right and 3 coils. Lot number: 20227514 manufacturing date: 2009/12 expiration date: 2012/12 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Case became serious incident as removal was done. Reporters information and medical history were added. New event added: blood-loss anemia we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 20227514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cervicitis, cyst ovary, multi gravida, parity 6 and abortion. Concurrent conditions included menometrorrhagia and blood loss anemia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rash ("skin break outs"), migraine ("migraine/headache"), paraesthesia ("finger tingling") and visual impairment ("poor vision"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and iron deficiency anaemia ("blood-loss anemia"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, rash, migraine, paraesthesia, dysmenorrhoea and visual impairment outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, iron deficiency anaemia, menorrhagia, migraine, paraesthesia, rash, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: essure insertion detail: 6 coils at right and 3 coils. Lot number: 20227514, manufacturing date: 2009/12, expiration date: 2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 20227514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cervicitis, cyst ovary, multi gravida, parity 6, abortion, pap smear abnormal, loop electrosurgical excision procedure and blood pressure high. Concurrent conditions included menometrorrhagia and blood loss anemia. Concomitant products included ethinylestradiol;ferrous bisglycinate;levonorgestrel (balcoltra), ethinylestradiol;levonorgestrel (seasonique) and iron. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/longer and heavier menstrual periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin break outs"), migraine ("migraine/headache"), paraesthesia ("finger tingling"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("poor vision") and iron deficiency anaemia ("blood-loss anemia/anemia"). The patient was treated with surgery (vaginal hysterectomy,total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage and iron deficiency anaemia had resolved and the rash, migraine, paraesthesia, dysmenorrhoea and visual impairment outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, iron deficiency anaemia, menorrhagia, migraine, paraesthesia, rash, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: essure insertion detail: 6 coils at right and 3 coils. Lot number: 20227514 manufacturing date: 2009/12 expiration date: 2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: pfs received: outcome of events: menorrhagia, vaginal hemorrhage, lower abdominal pain, anemia. And onset date of events: menorrhagia, vaginal hemorrhage, dysmenorrhea, anemia were added. Medical history, concomitant drugs, patient demographic were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.